Manufacturer narrative:
Stryker evaluated the customers device and duplicated the reported issue. The device is not charging the dc battery or behaving normally due to a configuration issue in power module. The customer declined to have the device repaired. Stryker returned the device to the customer without performing any repairs.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customers device and duplicated the reported issue. The device is not charging the dc battery or behaving normally due to a configuration issue in power module. The customer declined to have the device repaired. Stryker returned the device to the customer without performing any repairs.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.